Manufacturer narrative:
(B)(4).

Event description:
It was reported that farfield p wave oversensing was observed on the device. Patient is dependent and was presyncopal. Programming changes were made. Patient was stable after the event.

Event description:
New information received notes that crosstalk was observed on the device.